Event description:
It was reported that a spectrum pump alarmed system error 105 in the medical-surgical care area. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Evaluation found that the motor was intermittently seizing, which is a known contributor to the reported symptom. The failed motor assembly was replaced.